Manufacturer narrative:
The device has not been explanted. When it will be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that it is planned to explant the functional vorp on (B)(6) 2014, due to several needed MRI examinations.